Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02747. It was reported the pt's scs sys's occipital placement (off-label) lead has migrated. As a result, the pt does not have effective stimulation therapy on the left side. Follow-up identified the pt underwent surgical intervention on (B)(6) 2014 to reposition and secure the lead. The pt reported receiving effective stimulation therapy after the procedure.